Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: direct aortic insertion. ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped. ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
It was reported that a patient implanted with an impella 5.5 experienced low pump flow and pump stop. The automated impella controller was replaced without resolution. The pump was replaced to resolve the issue. The patient's outcome is stable.

Manufacturer narrative:
The investigation of pump stop and low pump flow has been completed. The pump was returned for investigation. No physical damage was noted on the returned product. The cannula was inspected, and biomaterial was found on the impeller. The pump was then tested in a bucket of water, showing low pump flow and suction alarm. The biomaterial was able to be removed since it had moved further into the outflow cage. After biomaterial removal, the pump ran as expected in the bucket of water. Data log: the log confirms a pump stop with high motor current during the initial ramp-up process of pump start. Motor current gradually rose and reached around 938 at the time of pump stop. Pump flow was approximately 5l/min. No logs were available on the backup console. Clinical details suggest low pump flow and pump stop on both utilized consoles. The cause of the pump stop issue was most likely biomaterial ingestion, based on returned product investigation. The cause of the low pump flow issue was most likely biomaterial ingestion, based on returned product investigation. Thrombus failure mode was as investigated failure mode based on returned product investigation. The root cause of the thrombus was unable to be determined due to insufficient clinical details.